Event description:
As reported by the user facility: epidural catheter sheared off when it was being inserted. Patient discharged and is "fine". CT scan of thoracic and lumbar spine done as well as ap and lateral spine films done.

Manufacturer narrative:
The actual device involved in the incident is not available for the manufacturer to evaluate. Without the actual device, a thorough investigation could not be performed. No specific conclusions can be drawn. It should be noted that the labeling on the tray states, "do not withdraw catheter through needle due to possible danger of shearing".